Event description:
It was reported that the customer was hospitalized twice in the same day. It was stated that the customer went to the hospital due to low blood glucose of 24mg/dl, and he was released a few hours later. Then the customer was brought back to the hospital the same day with low blood glucose of 21mg/dl. Troubleshooting was performed. It was stated that the customer believes his basal rates may be too high, and the nurse requested assistance changing his basal rates. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.